Manufacturer narrative:
An event regarding crack/fracture involving a triathlon femoral component was reported. The event was confirmed through x-rays. Method & results: -device evaluation and results: visual inspection indicated that metal burnishing was observed on the proximal surface of the baseplate, most likely caused during removal of the insert from the baseplate. The distal surface of the baeplate showed only sporadic evidence of bone cement. The device was otherwise unremarkable. -medical records received and evaluation: cementation issues around the baseplate have lead to tibial loosening with progressive overload most prominent in the postero-medial joint compartment. -device history review: review of the device history records indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on the medical review, cementation issues around the baseplate have lead to tibial loosening with progressive overload most prominent in the postero-medial joint compartment. A CAPA trend analysis was conducted for the reported failure mode and concluded that loosening may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
The surgeon was performing a revision tka. He was in the process of removing the implants and stated that he did not noticed a fracture of the posterior chamfer when removing the femur with an osteotome. Surgeon stated he did not believe the fracture was caused by the implants. Update as per sales manager 9/15/2015: the patient was being revised for pain and observed tibial radiolucency. Preoperative plan was to remove all devices and revise to competitor product. Intraoperatively, the surgeon began removing the cement mantle and while trying to remove the femoral component using osteotomes, it was noted that the posterior portion of the femoral component remained implanted. According to the sales rep, the surgeon did not believe that the femoral component broke during explantation but that is was already broken prior to the revision procedure.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The surgeon was performing a revision tka. He was in the process of removing the implants and stated that he did not noticed a fracture of the posterior chamfer when removing the femur with an osteotome. Surgeon stated he did not believe the fracture was caused by the implants. Update as per sales manager (B)(6) 2015: the patient was being revised for pain and observed tibial radiolucency. Preoperative plan was to remove all devices and revise to competitor product. Intraoperatively, the surgeon began removing the cement mantle and while trying to remove the femoral component using osteotomes, it was noted that the posterior portion of the femoral component remained implanted. According to the sales rep, the surgeon did not believe that the femoral component broke during explantation but that is was already broken prior to the revision procedure.